Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported when they saw their doctor a month ago, their doctor told them that when they had their next visit in 3 months the gastric pacemaker will be completely dead. The pt said they thought the ins battery should last 10 years. The pt said they have not had any issues and asked if leaving a dead device inside of them would cause issues. Patient services reviewed information. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that they also have a rare artery disease that mimics gastroparesis called celiac artery compression syndrome. The pt said they had bypass surgery for the artery and the doctor tells them they think the pt will do fine, because that has been corrected and won't need the pacemaker. The doctor wants them to try without a pacemaker. There were no patient complications reported as a result of this event.